Event description:
Customer reported he is bothered by glare and halos while driving at night following intraocular lens (iol) implant surgery. He also reported his reading distance is too close for him, he prefers to hold his material at a further distance when reading. Add'l info was requested. Surgeon stated pt reported a crescent shape in his vision three weeks following iol implant surgery and complained of glare. Surgeon states, there is no problem with the iol, it is centered and looks good.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Add'l info requested by phone on 12/22/06, by mail and fax on 1/3/07 and again by phone on 1/12/07.